Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. It was reported to csi that the hospital was retaining the reported device. If the device is returned to csi, an analysis will be completed and a supplemental report will be filed. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device, the guide wire became detached in the patient. Multiple target lesions were located in the superficial femoral artery, popliteal and posterior tibial. During treatment of the lesions with the oad, the guide wire became detached. The wire fragment was removed using a snare and the patient was in stable condition following the procedure.

Manufacturer narrative:
It was reported to csi that the hospital was retaining the reported device. If the device is returned to csi, an analysis will be completed and a supplemental report will be filed. (B)(4).